Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor coupling with recharging, and the patient had not been able to get a connection while recharging for the past week. The patient also stated he did not think the ins was holding a charge. The patient reported his ins is depleted and the last time he felt stim was last week. The patient tried repositioning the antenna on the call and initially got 6/8 coupling, but then it decreased to zero. Patient was issued a new antenna and told he should follow up with his healthcare provider (hcp) if the new antenna did not resolve the issue. It was further reported the antenna was damaged. The patient reported he did not use the antenna belt to recharge. It was noted that troubleshooting did not resolve the issue and the poor coupling screen was still seen. A recharger issue was suspected. The patient stated the ins seemed tilted at an angle in the pocket. It was reviewed that this may affect coupling. Charging best practices were reviewed and adhesive discs were recommended to help antenna placement. Additional information received stated that the replacement antenna did not resolve the issue, and the poor coupling continued. The patient was redirected to their healthcare provider (hcp) to assess the ins implant site. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.